Manufacturer narrative:
(B)(4)

Event description:
It was reported that surgery was extended greater than 30 minutes.

Event description:
The tip end of the punch broke during surgery meniscectomy. The metallic piece could not be removed and remained in the knee.